Event description:
On 6/3/1998 the pt underwent a change from a foley catheter feeding tube to a bard button. During the evening of 6/11 it seemed that the g tube was leaking and during the night he noticed that the top portion was dislodged. In the ed it was noted there was a palpable foreign body in the tract, but no evidence of the tube at the skin. The pt brought a 0.5 cm portion of the tube with him and there was obviously a broken area. He underwent surgery to remove the broken end of the tube.